Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to the shaft bearing. Residue was observed on the gear shaft of the motor gear train. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the specific symptoms that the patient experienced was itching. It was reported that the pump was replaced on (B)(6) 2017. It was noted that the pump logs were not available and the logs could be seen when the pump is received. No further complications were reported and/or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received lioresal baclofen (1000mcg/ml, 509.4mcg/day) in an implantable pump for an unknown indication for use. A critical alarm occurred on (B)(6) 2017 and the patient experienced withdrawal symptoms. Interrogation of the pump indicated a motor stall occurred. The pump was updated several times with no recorded recovery. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was considered ongoing. The pump remained implanted, but out of service. The pump was scheduled to be replaced on (B)(6) 2017. The status of the patient was stated to be alive and with no injury. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the pump was replaced on (B)(6) 2017. The pump would be sent back to the manufacturer.